Manufacturer narrative:
Patient is prone to knee dislocation. No medical intervention was required.

Event description:
Patient with chronic patella dislocation with a history of recurrent dislocations was fit with a cool post-op knee brace with full extension blocked. The patient claims to have knocked the extension setting which allowed the dial to disengage and allow more extension than desired. They believe this resulted in the patient re-dislocating the patella.

Event description:
Patient with chronic patella dislocation with a history of recurrent dislocations was fit with a cool post-op knee brace with full extension blocked. The patient claims to have knocked the extension setting which allowed the dial to disengage and allow more extension than desired. They believe this resulted in the patient re-dislocating the patella.